Event description:
Embolization of frontal avm fed off distal m2 of the mca, left or right side not stated, during embolization of third of three pedicles with glue. Angio run was followed by saline flush of catheter followed by glue injection. Physician stated that pt experienced stroke following event.